Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and inspected. Visual inspection of the device confirms that the anchor is broken in 3 separate pieces, however 2 of the pieces are held onto the inserter by the orthocod. The suture and suture bridge remained intact, however the suture card was found to be missing. This indicates that the device was used previously. Therefore, we cannot confirm this complaint. This type of failure where the distal tip of the anchor is broken has historically been attributed to user technique. The damage observed on the anchor is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, which can be attributed to improper user technique. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during pre-surgery, it was observed that 4.5 healix advance br w/ocord device was found in broken status upon opening the package. During in-house engineering evaluation, it was determined that the anchor device was broken in three separate pieces; however, two of the pieces were held onto the inserter by the orthocod. It was further determined that the suture and suture bridge remained intact, however the suture card was found to be missing. It was reported that the surgeon changed to an identical spare device to complete the procedure. It was not reported if there was a delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated evaluation statement: the complaint device was received and inspected. Visual inspection of the device confirms that the anchor is broken in several separate pieces, however a couple of the pieces are held onto the inserter by the orthocord. The suture and suture bridge remained intact, however the suture card was found to be missing. This indicates that the device was used previously, since the orthocord is removed when the anchor has been inserted. Therefore, we cannot confirm the complaint of the device being broken upon receipt when the user opened the package. This type of failure where the distal tip of the anchor is broken has historically been attributed to user technique. The damage observed on the anchor is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, which can be attributed to improper user technique. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).